Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years, due to stenosis and calcification.

Manufacturer narrative:
Device not returned. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.